Event description:
It was reported that the ilet user intermittently smelled insulin and observed leaks near the cartridge area for several weeks, with a noted hyperglycemia episode around 300 mg/dl that resolved after changing supplies. The user was using a prefilled fiasp cartridge and had been attaching the adapter to the cartridge outside the pump, which was identified as an incorrect procedure related to the infusion set and cartridge connection. Symptoms included hyperglycemia. Outcomes included a delay to therapy until supplies were changed and glucose normalized. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem linked to an improper connection method involving the infusion set/cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.